Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed a rash, redness, pimples, and dry skin under the sensor patch. The patient had itchiness and a smelly odor in the area. Prior to sensor insertion the area was prepped with alcohol and barrier products (cavilon and matisol) which helped to minimize the reaction. The patient consulted her primary care provider (date unspecified) and was prescribed hydroxyzine oral 10 mg to help treat the rash. The patient stated she also applied over the country hydrocortisone 2.5% cream to the area. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.